Event description:
Per the clinic, the device was explanted (date not reported) and was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.